Event description:
Information was received that during testing of this smiths medical cadd legacy pump, the pump failed accuracy by +9.5%. No patient involvement was reported.

Manufacturer narrative:
3012307300-2020-11951-1 returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported inaccuracy was unable to be replicated by analysts. There was no fault found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.